Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/5/2021   additional information: d9, h4, h6 the following information was requested, but unavailable: was the needle piece(s) retrieved during the same procedure? =>no further information is available. What is current condition of the patient? =>no further information is available. Procedure name? =>no further information is available. H3 evaluation: a failed suture needle was submitted for fractographic evaluation to assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The fracture surface contained microvoid coalescence (mvc), evidence of a ductile fracture mode. Mechanical damage in the form of indents and scratches were observed coincidental to the fracture. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was the needle piece(s) retrieved during the same procedure? No further information is available. What is current condition of the patient? No further information is available. Procedure name? No further information is available.

Event description:
It was reported that a patient underwent an unknown surgery on 10/20/2020 and suture was used. During the procedure, when putting the 2nd stitch on the dermis, the needle broke. There were no adverse patient consequences reported. Additional information was requested.